Event description:
Surgeon reported that she has a pt with eosinophilic meningitis. She is not able to confirm if the device caused or contributed to the pt's diagnosis. It has been communicated that the device and or lot info is not available.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.